Event description:
Permanent bipolar pacemaker inserted 9/13/96. Readmitted 11/26/96 with fever. Pacer pocket red. Pacemaker and leads removed. Pt treated with antibiotics for positive blood cultures-staph aureus. Pt required ventilator support and was transferred to tertiary center for dialysis.